Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported twice that while using a bd alaris smartsite needle-free valve, the smartsite was clogged. The following information was provided by the initial reporter: smartsite connectors have been preventing clinicans from flushing or aspirating. Clinicians are stating they need to connect to smartsite and then disconnect a small amount in order for the cap to work.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. It was reported that the smartsite connectors have prevented clinicians from flushing or aspirating. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 22065389 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) 1998036 has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported twice that while using a bd alaris smartsite needle-free valve, the smartsite was clogged. The following information was provided by the initial reporter: smartsite connectors have been preventing clinicans from flushing or aspirating. Clinicians are stating they need to connect to smartsite and then disconnect a small amount in order for the cap to work.